Event description:
It was reported that the patient now presented with device alarm toning due to high superior vena cava (svc) impedances. Given the previous p/s fracture followed by the svc coil fracture, it was decided to replace the entire lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted: (B)(6) 2013. (B)(4).